Manufacturer narrative:
Investigation: ninety one representative samples were returned for investigation. All the samples were subjected to visual inspection. Needle hub and cannula was inspected for foreign matter and no abnormality observed. Based on the samples received the investigation concluded no abnormality observed from the returned samples. Conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure mode. Foreign matter was not observed from the returned samples. Root cause could not be determine.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. For devices without 510(k) numbers: PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. (B)(4).

Event description:
It was reported that foreign material was found on a bd¿ syringes with needles 1 ml, luer slip, 26 g x 1/2 in. A 0.45 mm x 13 mm prior to use. There was no report of injury or medical intervention.